Event description:
Patient underwent bi-aortoiliac endarterectomy, with graft, on 2/4/93, closure with 5-0 prolene. On 2/9/93, patient found pulseless, unresponsive, and expired despite resuscitative efforts. At autopsy, disruption of suture line 1 cm above patch on iliac due to broken sutureinvalid data - regarding single use labeling of device. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. Invalid data - regarding whether event presents imminent hazard. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, visual examination. Results of evaluation: none or unknown. Conclusion: device failure directly caused event. Certainty of device as cause of or contributor to event: yes. Corrective actions: none or unknown. The device was not destroyed/disposed of.